Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 15 and 16cm marks. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that a oncology patient receiving chemo and having blood samples experienced a "hole" in PICC causing it to leak. PICC was inserted on the (B)(6) 2023. Nurse was flushing the PICC and noticed leaking come from the site + noticed resistance. PICC was removed and a hole was observed 11.5cm away from the marked "0" on the powerpicc solo. PICC had a 9cm external length. Hole observed 1.5cm distal to the securacath legs. There was no chemo administered for several weeks prior to leak, only for blood sampling as patient was needlephobic. Decision to end treatment was made. The patient did not experience any adverse events after or prior as a result of leaking PICC

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a oncology patient receiving chemo and having blood samples experienced a "hole" in PICC causing it to leak. PICC was inserted on the (B)(6) 2023. Nurse was flushing the PICC and noticed leaking come from the site + noticed resistance. PICC was removed and a hole was observed 11.5cm away from the marked "0" on the powerpicc solo. PICC had a 9cm external length. Hole observed 1.5cm distal to the securacath legs. There was no chemo administered for several weeks prior to leak, only for blood sampling as patient was needlephobic. Decision to end treatment was made. The patient did not experience any adverse events after or prior as a result of leaking PICC treatment: oxaliplatin/5fu.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that a oncology patient receiving chemo and having blood samples experienced a "hole" in PICC causing it to leak. PICC was inserted on the (B)(6) 2023. Nurse was flushing the PICC and noticed leaking come from the site + noticed resistance. PICC was removed and a hole was observed 11.5cm away from the marked "0" on the powerpicc solo. PICC had a 9cm external length. Hole observed 1.5cm distal to the securacath legs. There was no chemo administered for several weeks prior to leak, only for blood sampling as patient was needlephobic. Decision to end treatment was made. The patient did not experience any adverse events after or prior as a result of leaking PICC.